Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. Patient reported that at around 10:00 am his wife entered a blood glucose (bg) value into the receiver. At 11:50 am patient's wife saw that the receiver had no reading and still displayed the blood drop icon. The patient's blood glucose (bg) was at 25mg/dl and the patient's wife called the paramedics. At 12:00 pm, the police arrived followed shortly by paramedics. The paramedics administered IV dextrose, glucophage and glucagon. The paramedics monitored the patient until he was stable and then left, at 1:00 pm. At the time of contact, the patient was stable. Additional event or patient information is not available. No product or data was returned for evaluation. The reported low event could not be confirmed. A root cause could not be determined.